Manufacturer narrative:
The insulin pump had a severely cracked and bleeding lcd glass. We were unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to lcd damage. The insulin pump had minor scratched display window, cracked display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported via phone call by customer's father that the lcd screen is broken. The customer has been experiencing blood glucose was 504mg/dl. The customer was hospitalized due to high blood glucose. The customer's blood glucose at the time of hospitalization was 431mg/dl.